Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - first/given name: unknown, not provided. Section e1 - last name: unknown, not provided. Section e1 - email address: unknown, not provided. Section e1 - establishment name, address, city and post office or zip code: unknown, not provided. Section e1 - establishment name: unknown, not provided. Section e1 - telephone number: unknown, not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after placing the methylcellulose in the cartridge, there was no progression of the embolus and when examined under the microscope, the intraocular lens (iol) was immobile. A possible broken handle was observed and iol implantation was aborted. No further information was provided.